Event description:
Enduser husband advised sling is tearing up where the rods go into. Enduser husband advised noticed a couple of months ago and has just been sewing it up. Enduser husband could not provide serial or model number.